Manufacturer narrative:
A4-a6: unk. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo 12.6 implantable collamer lens of diopter -7.5 into the patient's left eye (os) on (B)(6) 2023. On 20-dec-2023 the lens was exchanged for a longer length lens due to low vault. The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, returned dry, with residue/debris on the product. Visual inspection found the lens haptic broken and very "yellowish" aspect. Dimensional and functional inspection found the lens within specifications. Claim#: (B)(4).